Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2019-00296. During a ventricular tachycardia ablation procedure, a pericardial effusion was occurred. During the procedure, the patient became hypotensive and an echocardiogram revealed an effusion. A pericardiocentesis was performed and protamine was administered to stabilize the patient. There were no performance issues with any abbott devices.